Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up after remote transmission, high, out of range hv lead impedance and loss of capture were observed. Lead fracture was noted. The lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The inner coil was found to be fractured at 15.0cm from the distal tip. Sem analysis was performed an all filars were found to be fractured adjacent to the connector boot. This is consistent with the observation from the field of high pacing impedance and no capture.